Event description:
It was reported that the bd saf-t-intima¿ safety system experienced catheter separated from hub. The following information was provided by the initial reporter: on (B)(6) 2023, the patient was admitted to hospital due to right fibula fracture. When the nurse placed an indwelling needle into the patient, she found that the indwelling cannula was separated from the needle core when connecting the indwelling needle, resulting in a waste of an indwelling needle without causing consequences to the patient.

Manufacturer narrative:
H.6. Investigation summary: it was reported the indwelling cannula was separated from the needle core. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number (B)(4), lot 1139436. The review revealed there were no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria. Based on the investigation, bd was not able to duplicate and confirm by the customer indicated failure mode. It¿s recommended to provide samples or photos for a further investigation of the indicated defect and find the root cause to prevent occurrence of this defect at the end of user facility. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.